Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was unable to perform displacement test due to lcd damage. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
It was reported that all of a sudden, the insulin pump's screen was faded and all the information went unclear. Customer's blood glucose level was 180 mg/dl. No further details given.